Manufacturer narrative:
Failure event observed during analysis. Final analysis found foreign material containing epoxy in the ventricle set screw inset, which is a possible manufacturing anomaly related.

Event description:
This report is to advise of an event observed during analysis.